Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for obsessive compulsive disorder and movement disorders. It was reported that there were low impedances on all mono polar contacts on the patient¿s left side. Impedances were as follows for the left side: c & 3- 290, c & 2- 304, c & 1- 284, c & 0- 283, 3 & 0-73, 3 & 1-96, 3 & 2-134, 2 & 0-117, 2 & 1-96, 1 & 0- 76. Patient also reported left arm tightness during programming on their left side. The doctor was present for the entire duration of programming and the doctor made all programming adjustments in order to program around the low impedances. The final program used was a monopolar setting. No environmental or patient factors that may have led or contributed to the issue were reported. Patient has been reprogrammed by the doctor to avoid using contacts with low impedance, and the issue was resolved. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) indicating the cause of the low impedances has not been determined.

Manufacturer narrative:
G5: please note that this device was used in an off-label manner as it was implanted for obsessive compulsive disorder (ocd). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient¿s battery was rapidly depleting on the left side. The rc battery was dropping 50% of it¿s charge in one day. The patient was also reporting no symptom improvement at all. Impedance tests were done and therapy impedance was 86, however, several electrodes and therapy impedances were run and each time the measurements vaired between normal and low impedances. Settings were changed from 1-2+, 4.8v, 180pw, 130hz to c+1-, 4.8v, 180pw, 130 hz. The therapy impedances on the new settigns were 571. All of the impedance values for the left side were: c <(>&<)>3- 465 c<(>&<)>2 ¿ 508 c<(>&<)>1- 578 c<(>&<)>0- 557 0<(>&<)>3- 749 0<(>&<)>2- 793 0<(>&<)>1- 779 1<(>&<)>3- 749 1<(>&<)>2 ¿ 724 2<(>&<)>3-611 right side impedances were: c<(>&<)>3- 448 c<(>&<)>2- 405 c<(>&<)>1- 510 c<(>&<)>0- 533 0<(>&<)>3- 729 0<(>&<)>2- 754 0<(>&<)>1- 701 1<(>&<)>3- 678 1<(>&<)>2- 636 2<(>&<)>3- 581 x-ray was ordered to verify system integrity and was not completed by the time of this report. The issue was not resolved. The patient had no ocd symptom improvement at all. The hcp was concerned that the impedance values were all on the lower end of being normal for both the right and left sides, even though the left side appeared to be worse with an intermittent short circuit. They wanted an analysis of the impedance values. No surgical intervention had occurred or was planned. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) stating that the issue was not resolved. The x-ray had not yet been completed and no other action has been taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacture representative. It was reported that there were low impedances <(> <<)>200 ohms. Patient reached out to the rep who reported that patient was not getting therapy and has low impedances (not a short) and above 200 ohms. Patent has ocd and wanted to know what the manufacturer would do. Rep was not with the patient at the time of the call for further troubleshooting. The rep did not have values in front of them and wanted to discuss case, options. It was discussed with the rep to review impedances however it did not sound like a circuit issue and to focus on reprogramming for therapy. It was also noted that the rep can look deeper at impedances to see if anything can be determined, and that it would be good to have more history with patient therapy and impedances. No further patient complications were reported/ anticipated as a result of this event.